Event description:
The antechamber leaked csf fluid when implanted in the who patient needed a pocket created for the shunt, requiring a bigger incision to be made. The reservoir was manipulated more than usual to accomodate the space, and subsequently leaked when implanted. The surgeon replaced the reservoir with another one before surgery was complete. The patient is doing fine, and no further leakage detected.